Event description:
It was reported that the subject device displayed an inverted image when held with the button up (normal orientation). The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on the distal edge, fiber breakage, dirt in the objective lens, dent on the outer tube, and loose light guide adapter a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the inverted image when held with the button up was due to a loose outer tube. The most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed an inverted image when held with the button up (normal orientation). The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.